Event description:
It was reported that during a colorectal case with the doctor, the circular stapler had a misfiring intraoperative, which led to delay of the or and the replacement of the stapler with a new one. No fragments were generated. The procedure was successfully completed with no patient consequences.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022 batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: 1. Could you please provide more details for "misfiring"? 2. Where within the gap setting scale was the orange indicator prior to firing? 3. What confirmation was received that the device was fully fired? 4. Did the device staple? 5. Was the staple line complete? 6. Were there any staples missing from the staple line? 7. What was the shape of the staples (b-formation, irregular, legs straight)? 8. Were the staples deployed into the tissue? 9. Were the staples seen in the surgical field? 10. Did the device cut? 11. Was the cut line fully circumferential around the target tissue? 12. If the device fully cut, were both tissue donuts present? 13. If the device fully cut, were both donuts complete? 14. How many counter-clockwise revolutions were used to open the device? 15. How was it confirmed that the anvil was free from the tissue prior to removing? 16. After firing was the adjusting knob turned ½ to ¾ revolutions? 17. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? 18. Who fired the device? 19. Who removed the device? 20. Was the safety reset prior to removal? 21. What was the users experience with the device? Response: 1- misfiring means that the tissue didn¿t have a complete anastomosis, which means the results of incomplete donut. 2- in the green zone. 3- a tactile feedback was heard. 4- yes, but incomplete. 5-no. 6-yes. 7-yes. 8-irregular. 9-yes. 10-yes. 11-no. 12- no. 12-no. 14-1/2 to 3/4. 16-yes. 17-yes. 18-the surgeon. 19- the surgeon. 20-yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.